Manufacturer narrative:
(B)(4). Manufactured on march 11, 2014 to march 12, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device was filled with 230 ml of a 4550mg of flurouracil in normal saline. The therapy was expected to complete in 46 hours; however, the device still contained approximately 1/3 of the solution after disconnection. There was no report of patient injury or medical intervention. No additional information is available.